Event description:
It was reported that the left ventricular (lv) lead exhibited a high threshold and the cardiac resynchronization therapy defibrillator (crt-d) quickly reached elective replacement indicator (eri) due to the high threshold. The crt-d and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.